Event description:
During the MRI scan of this patient's right hand, the female patient received a first degree burn to the 2nd and 3rd distal phalangeal joints with redness and swelling. This was noticed after the MRI was complete. The patient's hand was positioned between the paddle coils.